Event description:
It has been reported to co that during the procedure the physician experienced difficulty in inserting this device. Reportedly, "there are little hooks on the sheath." It is unk if the device was removed and replaced. The device is being returned for co's analysis.